Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; not installing a minimum of two implants for sufficient fixation.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2018 where one implant was placed on each side. The patient later reported to a different surgeon with complaints of minimal pain relief. The surgeon did not indicate that the implant was malpositioned or loose, rather he determine that the initial surgeon should have installed at least two implants as recommended in the instructions for use. In (B)(6) 2018, the surgeon performed a revision surgery where he removed the solo implant on the left side and installed two new implants of the same type into different positions. The status of the patient following the revision procedure is not known.